Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with intermittent button response due to a flattened esc button dome switch. No unlocked lcd keypad connector noted. The pump was received with minor scratches on the lcd window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via a phone call, the insulin pump and the esc button are getting stuck and she is unaware why. Customer's blood glucose was unknown. The esc button sometime works and customer didn't recall what might be causing the intermittent response on the device. During the call customer then mentioned that on (B)(6) 2016 the customer's blood glucose was 436 mg/dl and on (B)(6) 2017 it was 423 mg/dl, treated both with manual injections. Customer also had low blood glucose of 44 mmol/l. Troubleshooting was performed for both high and low blood glucose no anomalies were noted on the device. Customer declined performing the high pressure test. Customer was advised due to keypad anomaly the device would need to be replaced and customer agreed to return the device for analysis.